Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
A patient reported that they had received coolsculpting treatment to the lower abdomen in 2019 and (B)(6) 2020 and is experiencing paradoxical hyperplasia. Patient stated "area looks bigger" and they went to see another doctor who stated they have pah. Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen on (B)(6) 2019 and (B)(6) 2020 using the cooladvantage applicators who developed paradoxical hyperplasia (pah/ph) after treatment, diagnosed on (B)(6) 2021. Physician described "lower abdomen firmer and larger than upper abdomen".

Event description:
A patient reported that they had received coolsculpting treatment to the lower abdomen in 2019 and on (B)(6) 2020 and is experiencing paradoxical hyperplasia. Patient stated "area looks bigger" and they went to see another doctor who stated they have pah. Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen on (B)(6) 2019 and on (B)(6) 2020 using the cooladvantage applicators who developed paradoxical hyperplasia (pah/ph) after treatment, diagnosed on (B)(6) 2021. Physician described "lower abdomen firmer and larger than upper abdomen".

Manufacturer narrative:
Corrected data d1: brand name.